Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v415236, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v415236, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that in (B)(6) 2012 the patient was driving in a motor coach and ¿set up for the night.¿ when the reporter woke up the patient had a sudden return of symptoms and there were no falls or trauma. The reporter stated that the symptoms were almost as bad as prior to implant. The patient had parkinson¿s symptoms, loss of movement, and loss of speech. Since then the patient had met with her healthcare provider (hcp) several times for programming that ¿did not work.¿ the patient noted that the manufacturer representative helped with the programming. The reporter had thoughts that the implant may be faulty. The reporter mentioned that he talked to the hcp and manufacturer representative after (B)(6) 2014 and wanted to talk to the representative again. Additional information was requested, but was not available as of the date of this report.